Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's transfer set was replaced due to a connection issue with the minicap. The care giver (cg) stated there was a small gap between the minicap and the transfer set; the minicap no longer met the blue ring on the transfer set. It was also stated that the minicap would not tighten onto the transfer set in use, compared to other transfer sets the patient had used. The cg stated they were not able to turn the minicap to lock it into place. There was no patient injury or medical intervention associated with this event. No additional information is available.